Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. The customer stated that pressed esc and act to clear the alarm, however, it didn't work. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that we would replaced the device and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the device had intermittent down button response due to corroded keypad traces. The insulin pump had a minor scratched lcd window, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.